Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a mobile view station (mvs) computer was replaced to resolve the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the mobile view station (mvs) of the imaging system displayed no video input intermittently and randomly on the viewing station monitor. There was no patient present at the time of the issue.

Manufacturer narrative:
The suspect computer has been received by the manufacturer for evaluation. The reported issue could not be confirmed as the computer loads os and applications without any issue. Virus scan and patient date removal performed. When the computer was installed in an imaging system. The system readied, communication, 2d and 3d imaging as well as recall successfully. No video drop was observed. No fault found.